Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on march 15, 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k073231.

Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was displaying an "er2" message. Per the onetouch ultralink owner's booklet, an error 2 message can be due to "a strip or meter problem." The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that the alleged issue began on (B)(6) 2012 at 6:00pm. The reporter stated that the patient manages her diabetes with the insulin pump and denied making any changes to the patient's usual diabetes management routine in response to the reported issue. One and half hours after the alleged issue occurred, the reporter claimed that the patient developed symptoms of "paleness and sweating" but denied receiving any treatment in response to these symptoms. The cca noted that the reported issue remains unresolved with troubleshooting. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.